Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) of 22lka578 showed no other similar product complaint(s) from these lot numbers. Sample remains in patient.

Event description:
It was reported that the patient was hospitalized for the removal of catheter which was broken and had disintegrated. Removal was by puncture under echo control via the right femoral and the capture of the catheter tip was at the right auricle. The removal was reportedly impossible due to a total calcification of the catheter. The removal attempt failed and the doctor decided to stop the procedure because there was no risk of migration. The patient returned to his home and remains under medical supervision. The catheter was placed in the patient 14 years ago.